Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during therapy on the home choice (hc). The home patient (hp) stated, he had the error the previous night so he turned the hc off. The technical service representative (tsr) instructed the hp to cycle the power and the hc went to the end of therapy. There was an open clamp on an unused line. The tsr explained the alarm and advised the hp to call baxter that night while he is setting up if he needed assistance. The hp would finish with a manual for his last fill. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.